Event description:
It was reported that during a procedure performed on (B)(6), the universal driver tip broke off upon insertion of the screw. The tip of the driver remained in the head of the screw. The screw was removed and replaced using another driver available in the set. A delay of approx five minutes resulted.

Manufacturer narrative:
Device problem already known, no evaluation necessary. Device evaluation is not required as the reported issue was previously identified and a CAPA was initiated for investigation and corrective action. Investigation determined the root cause to be attributed to the tip design. Design changes were initiated changing the tip to a solid hex in effort to increase tip strength.